Event description:
It was reported that on the same day the catheter was placed in the pt's subclavian vein, a leak was found while in the pt's room. As a result, the catheter was removed and replaced without issue. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.